Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a high-risk percutaneous coronary intervention patient (hrpci) in the hospital. The hrpci was going to be done with impella cp support via single access as the femoral artery. The team placed the companion sheath but, there was oozing. The ooze resolved once the companion sheath was removed. The cp supported and at the conclusion of the hrpci the pump was explanted after 55 minutes and hemostasis achieved with perclose. The patient survived.

Manufacturer narrative:
Correction d2a, d2b. The investigation of the reported failure mode has been completed. No product was returned. Valve leak - introducer (major bleed)- the cause of the valve leak on the introducer could not be determined due to no product being returned and insufficient clinical details. Single access problem - the cause of the single access problem could not be determined due to no product being returned and insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.